Event description:
A physician's office manager reported that they received a burn to their arm when they removed a light guide prong of an endoscope from a light source output socket following a procedure. The manager developed a blister and was treated with antibiotics following the occurrence.